Event description:
It was reported that while advancing a 2.5x12 promus rx drug-eluting stent delivery system inside of a non-abbott guide catheter, to treat a tight lesion at the bifurcation in the posterior descending artery at the posterior lateral artery, resistance was felt, and a kink was noted on the main catheter body of the promus shaft before the promus delivery system had entered the anatomy. The promus was removed from the guide catheter with resistance. Then, as the healthcare practitioner attempted to straighten the shaft, the shaft broke into two pieces. The procedure was completed using another promus stent. There were no patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.